Event description:
Clinical narrative: an impella cp and automated impella controller (aic) were being prepped for use, to support a 73 year old male patient who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention. When the aic was being prepped, the team observed a battery failure alarm. This prompted the team to remove and replace the aic. This is being conservatively reported for delay of therapy due to the temporary delay during the initial priming and set-up of the device. There were no noted clinical consequence associated with this delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.